Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device generated multiple alert 65 alarms indicating the audio alarm was not audible and that the audio circuit showed over/under current, and a return was sought to assess impact on blood glucose and process replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication attempts with the user and analysis of information provided by a third party. Investigation of this case revealed insufficient information, no findings available, and no device component isolated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.